Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the stimulator needed to get reprogrammed, so it would function more appropriately. Patient stated it helped his pain but the positional part (laying on side, laying on back) was not working properly and never had. Additional information on may-08-2018 was received from patient. It was stated patient was having some issues with getting surging from his stimulation every day, his representative (rep) had moved onto a different position. It was noted the patient might have adaptive stimulation issues and patient didn¿t use as any more because he got a shock when he was walking. Patient service was unable to get a hold of patient and left a vm for patient to call back. The patient was very upset/somewhat escalated and felt like no one was helping him, and patient was looking for a rep helping him with current issue he was having. It was noted the patient was getting a surge in the stimulation for about 10sec, this happened when he was walking at least once a day, this was one of the programs that adjust to his positions, he was unable to get help locally and got no help from doctor either. No further complication and events were reported. Refer to (B)(4) for controller error screen, blank screen.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their device "had not worked since they got it" and that it only worked for 3 months after implant. The patient stated that the adaptive stimulation didn't work. The patient stated that it "knocks their socks off" and increases to the mid 9's. The patient reported that there is only one position that it works in, and that is when they are laying on the bed or if their "knees are up." The patient stated that it doesn't work if they are on their right or left side. The patient noted that they get it a little bit when walking or arching their back. The patient met with a manufacturer representative and had their stimulation reprogrammed and it worked well, but then they "lost their settings." The patient stated that they were unable to get out of "autostim." The patient wanted to turn adaptive stimulation off and when they checked the controller, as was turned off. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated his device is not working when he is in certain positions. The patient stated when laying down left to right doesn't work and only works when he is lying flat on a bed then it works fine. The patient stated when in a seated position/standing/walking it doesn't function at all. The patient stated he has a little more pain than usual. The patient stated the device has been doing this for some time, but the date is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. When asked the circumstance that led to the positional stimulation not working properly and surging/shock sensation, patient stated it was very intense when walking, and patient¿s unit would not charge the implant battery. It was noted the replacement of antenna would charge the internal unit, patient met with manufacturer nurse who reset the controller and now it worked great. It was stated the positional stimulation not working properly and surging/shock had been resolved. No further complication and no symptoms were reported. (B)(6) lbs.

Event description:
Additional information was received from the patient. It was reported that the patient felt stimulation since they got the ins (the patient had referred to feeling stimulation as a problem) so a manufacturer representative (rep) reprogrammed the ins to where they patient didn't feel stimulation at all. The patient said this reprogramming session was performed probably in (B)(6) 2019. The patient said the way the stimulation was set works great for them and they can even not use the ins for aperiod of time and still get relief. The patient said the only issue with this new programming (since may 2019) was that they were having to charge more frequently because of the higher settings and that ins battery only lasted about 6 hours between having to charge it. The patient noted they hadn't taken any actions about their programming requiring them to recharge more frequently because they knew that their high settings were the cause of having to charge more frequently. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the adaptive stimulation issues was determined to be that they had replaced the wand two times (patient has gone through three including the original.) The patient noted that the adaptive stimulation still does not work, and the patient has a scheduled appointment for (B)(6) 2019 to troubleshoot the issue. The adaptive stimulation has not worked for over one year and the problem is that the stimulator will rise suddenly on its on to 9.5 milliamps. This problem is intermittent. This issue was not currently resolved at the time that the additional information was received.